Event description:
Patient was having an esophagogastroduodenoscopy (egd) done with bravo placement. The physician did the egd and then did the bravo placement. During the placement, the device did not deploy into the esophageal tissue like it's supposed to do. The physician used a second one which deployed.